Event description:
The consumer reported that the time of loss in relation to implantation is before post restoration, primary stability was achieved & osseointegration was also achieved.

Manufacturer narrative:
The consumer reported that the time of loss in relation to implantation is before post restoration, primary stability was achieved & osseointegration was also achieved.